Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2012, resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 90432; not 92346 as previously reported.correction: the correct lot number is 186265; not 94192 as previously reported.this report is filed (B)(4), 2013.